Event description:
This syncardia companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver had passed the system check at the distributor's site prior to bringing it to the (B)(6) hospital. The customer also reported that when the companion 2 driver was plugged into the hospital air supply and turned on, the driver exhibited a "system malfunction" alarm. The customer also reported that the driver would not turn off, even after the on/off key was turned to the off position. The customer reported that the two external batteries were removed, and when the internal emergency battery was fully discharged, the driver turned off. The customer then reinstalled the two external batteries, and the driver turned on and performed as intended without exhibiting alarms.

Manufacturer narrative:
This alleged malfunction poses a low risk to a pt because the issue was observed when the driver was not supporting a pt. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.